Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 111b "35 v supply failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The remote service engineer (rse) performed troubleshooting with the customer and found that the 111b error code was logged in the event log (35v readout was zero on the pneumatic screen). The rse reviewed the recommended repair for the 111b error with the customer per the v60 service manual and advised the customer to replace the power management (pm) printed circuit board assembly (pcba), provided the customer with part number of the replacement pm pcba for repair, and informed the customer that the installation is to also include required testing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.